Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime and difficult to operate. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow and that the needle does not attach properly. Date of event : unknown. Samples : available.

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - samples were received and an investigation was performed. Customer returned 7 used 4mm, 32 gauge nano pro pen needles with teardrop labels identifying them as being from lots 1075771 and 1125236. The pen needles were visually inspected prior to testing. One of the pen needles was found to have a bent needle on the non-patient side of the hub¿s needle cannula. Additionally, one other pen needle was found to be broken on the same side. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. This damage would also prevent the pen needle from properly attaching to an insulin pen. The remaining samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for needle clog on lot # (1075771 and 1125236). No non-conformances were raised in association with this type of event for these lots, concluding all inspections were performed as per the applicable operations and met qc specifications. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - a lot history review for batches 1075771 and 1125236 were carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime and difficult to operate. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow and that the needle does not attach properly. Date of event : unknown. Samples : available.

Event description:
It was reported that 2 bd ultra-fine¿ nano¿ pen needles were unable to prime and difficult to operate. The following information was provided by the initial reporter : the consumer reported needle clog during priming stating that there is no insulin flow and that the needle does not attach properly. Date of event : unknown. Samples : available.

Manufacturer narrative:
Additional information : the additional information after original report submission required notification in the records. The following fields have been updated: d.4. Medical device expiration date : 30-apr-2026. D.4. Medical device lot # : 1125236. H.4. Device manufacture date : 05-apr-2021.